Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not powering up and it had an issue with drawer controller board. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer found that the station was not powering on. Disconnected all power supply connections and flipped switch and fan ran. Reconnected power supply and isolated comm sled connections. Fse found half-height drawer 3 caused boot failure. Tested drawer controller boards and replaced damaged controller for drawer 3.1. Attempted pyxibus module board replacement and first board was damaged, replaced with a working one and station was powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not powering up and it had an issue with drawer controller board. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem, section d unique identifier (UDI), section h imdrf annex f grid a supplemental MDR was submitted to reflect the correct describe event or problem, unique device identifier and imdrf annex f grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not powering up and it had an issue with drawer controller board. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.